Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The implant could not be provided for evaluation as it remains in the patient. It was reported that a creo mis locking cap loosened post-operatively. The initial surgery used creo mis at levels l3-l5 and no issues were reported to be found 6 weeks post-operatively. However, the attached image taken 3 months post-operatively show the l5 locking cap to have migrated. Due to the limited evidence available and surgical conditions unable to be replicated, no determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a creo mis screw head has migrated from the shank post operatively.